Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy cutters would not respond. Additional information has been requested, but none received.

Manufacturer narrative:
Additional information provided: the system was examined. However, there was no mention of replicated reported issues. The company representative observed that the filter was corroded. The vit-valve and air filter was replaced and then the system was tested. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Additional related information was requested (specifically regarding servicing details). However, no communication has been received to date. As such, the reported event cannot be determined conclusively. The root cause cannot be determined conclusively. The manufacturer internal reference number is: 2019-29305